Manufacturer narrative:
The reason for this revision surgery was the patient was having stiffness, so surgeon was manipulating and something popped. The length of in vivo service was 1.6 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 13 prior complaints reported against this part number; summary of investigations: 3 for dislocations, 2 for infection, 3 for trauma, 5 for stability and looseness. This is the first complaint against this lot number. This event and revision surgery is the result of a patient having joint stiffness, while the surgeon was manipulating the joint a popping was heard. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint stiffness. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was having stiffness, while the surgeon was manipulating the area something popped. The surgeon had to go in and replace the glenoid head.